Event description:
It was reported that, during photos elective vaporization of the prostate procedure, it was noted that the fiber end was loosening. The fiber was replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that, during photoselective vaporization of the prostate procedure, the fiber end was loosening. It was noted that the metal cap was loose/rotating but remained attached to the fiber. The fiber was replaced, and the procedure was completed using a second fiber with no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass tip was observed to be protruding from the metal cap indicating a glue failure occurred. Severe detritus was observed on the fiber tip, indicating that the tip was buried into the tissue during use. The red alignment indicator was also found to be turned toward the back of the fiber instead of aligned with the output window. The reported allegation was confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identity additional signs of breakage along the length of the fiber. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. It is likely that overheating occurred thereby causing the glue failure and glass tip to protrude, and that excessive torquing of the fiber caused the glue to fail in that location as well. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during photoselective vaporization of the prostate procedure, the fiber end was loosening. It was noted that the metal cap was loose/rotating but remained attached to the fiber. The fiber was replaced, and the procedure was completed using a second fiber with no patient complications.